Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl resulting in the customer losing consciousness. Cause of low bg was due to not having a continuous glucose monitoring session on the pump at the time of the event. Paramedics and emergency medical services (ems) "revived" the customer and provided assistance to treat the low bg; however, the customer was unable to provide further information on how the low bg was treated. The customer declined to perform further troubleshooting with tandem technical support.